Manufacturer narrative:
N/a.

Event description:
The following has been reported: these pumps are having cassette misload errors and pump error alarms. No stopped infusions or patient harm. They have been reset, cleaned, and ran test infusions as requested in previous emails and still have issues. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stoppped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No pump was returned, therefore the complaint could not be confirmed or refuted. An internal CAPA was opened to investigation this issue. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue.